Event description:
The customer reported that during a cystectomy, the device jaws would no longer open. The device was pulled off of tissue resulting in oozing under 200cc. A forcetriad electrosurgical generator was in use with settings at two bars. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.